Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported they just got a new implant put in on thursday and it had given them nothing but problems. They said they came from the va who told them they would need to contact the manufacturer to get the device to work. They mentioned that they turned the amplitude to 6.2 to a point where it was hurting their butt and groin, but when they turned it down, it did not control anything and they just wore a diaper all the time, which was soaked. They patient was able to sync using their patient programmer on the call and it showed stimulation was on. They changed from program 3 at 6.2 to program 4 at 2.8 and was going to monitor symptoms and make adjustments as needed. No further complications were reported or anticipated. Additional information was received from a consumer indicating that the ¿ins sticks out¿ and that the ins was a bump on the patient¿s butt, and it had been that way since implant. The patient also reported that since implant they had not found a good therapy setting to manage their symptoms and if they move, they would have a burning sensation and then had to go to the bathroom right away. The patient stated they were wearing diapers and if they weren¿t wearing diapers, they would have their ¿shoe full.¿ the patient stated it would be fine when they were sitting, but if they stood up, they would need to rush to the bathroom. The patient clarified that the ins was implanted for bladder control and they had previously called about the issues. The patient stated they had tried to change from program 3 to program 4 and increased stimulation to 5.5 on program 3 but that was the highest they could increase on program 3, and that was why they tried changing to program 4. The patient stated they increased stimulation on program 4 due to their symptoms and they had increased it a little too high and it hurt all the time. The patient stated they had stimulation at 5.2 on program 4 on the call and they were still having the burning sensation when they need to urinate. The patient was walked through checking the therapy on the call and stated the stimulation was at 5.9 v. The patient noted their healthcare provider instructed them to call in to make therapy changes as needed and they wanted to try increasing stimulation. The patient initially adjusted to 6.4 and stated that stimulation hurt, so they decreased to 6.1 and confirmed they were feeling stimulation comfortably in the bike seat area. The patient stated that when they stood up, they felt stimulation a little uncomfortable but that they didn¿t feel like they had to urinate, so they wanted to leave it there. The patient was advised to decrease stimulation if it felt uncomfortable and the patient was going to monitor their symptoms and follow up with their healthcare provider. No further complications were reported. Additional information was received. It was reported that caller was having a burning sensation with his current ins in the private parts. Caller stated that it burns all night long and keeps him going to the bathroom all night. Caller has tried all available programs and decreased stimulation and that hasn't resolved the issue. During the call, the caller successfully turned stimulation off and will monitor symptom control. Caller mentioned that he has an appointment in new orleans for this issue but doesn't know when or with who. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information received from the consumer. They reported that the device was not working at all. He turned his device off when he called in last time, and has been suffering for 3 months. They went through all of the diapers that the va gave them because they were not able to make it to the bathroom. They turned on and increased stimulation. They only had one program. Patient services suggested that the patient discusses having other programs added with their hcp. Additional information received from the consumer. Additional information was received from the patient. It was reported that the patient got a new device implanted on 2020-dec-11. No further complications were reported.